Manufacturer narrative:
The reported event of false air in line alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the pump keeps beeping for air in the line when there isn't. They believe this happens because the tubing does not allow them to properly prime it. There was no patient harm.